Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01469.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the smart coil "failed to deploy" after advancing through a non-penumbra microcatheter. Therefore, the smart coil was removed. The procedure was successfully completed using a new smart coil, the same handle, and the same microcatheter. There was no reported issue with the handle. There was no report of an adverse effect to the patient.